Event description:
A report was received that the patient was very thin and was experiencing discomfort in her back and at the lead anchor site. The patient underwent a revision procedure and the physician explanted the lead anchor. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.